Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Blood glucose (bg) was 200-722 mg/dl. Pump supplies were changed and a bolus was delivered to address bg. Contact alleged the insulin was ineffective. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Pump was disconnected and intravenous fluids/insulin were administered. Elevated bg/dka were resolved. Another cartridge was loaded and insulin gauge was not accurate. Customer reverted to using manual injections for insulin therapy. Customer was discharged on (B)(6) 2018 in good condition. Upon follow up, customer resumed pump therapy. Contact required no further assistance.